Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to call back if any future malfunction codes appear.